Event description:
The right ventricular lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed; noise could not be reproduced. Lead damage was suspected but not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.